Event description:
On (B)(4) 2013, it was reported that the patient had elevated blood glucose levels and seizures. She was admitted the intensive care unit at the hospital. At the time of report, it was not known whether there was an allegation against the performance of the infusion device or if the device was improperly handled by the patient. A diabetic educator was scheduled to meet with the patient before she could be released from the hospital. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.